Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experience low blood glucose level of 50 mg/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer was treated with carbohydrate intake. The customer¿s blood glucose was 138 mg/dl and the sensor glucose was 50 to 54 mg/dl at the time of the incident. Customer's current blood glucose level was 134 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump and sensor will not be returned for analysis